Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer stated that she snoozed the pump from the low alert. The customer was treated for the low blood glucose with soda. Customer's blood glucose level was 45 mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.